Event description:
Baxter (B)(4) received a report that one (1) infusor would not flow after priming and prior to patient connection. The device was filled with cytostatics. No patient involvement, injury, or medical intervention. No sample available. No additional information.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.